Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise¿ described in the event. There were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced secondary lead noise. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.